Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the sample probe, wash syringe, and degasser tube to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of multiple zero (0) patient results which includes bun (blood urea nitrogen), creatinine, tbil (total bilirubin), calc (calcium), mg (magnesium), glucose, lipase and ldh on system au681-10e, chemistry analyzer. The erroneous patient results were not reported out of laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. Customer did not provide data for review.